Event description:
Customer reported that they were testing in their beam profiles per the product notification letter (B)(4) and found that for 6x and 6x-fff their penumbra differences were on the order of 2 mm.

Manufacturer narrative:
The alleged report was confirmed. The cause was determined to be due to a non-round spot shape which resulted from tuning conditions that were set at the factory determined by following the existing final test tuning procedure. The factory tuning procedure provides a process for tuning up (optimizing/maximizing) output in each mode. The procedure, however, does not presently have a process or criteria for measurement and/or adjustment for a round spot shape. Investigation at the varian factory demonstrated that the present tuning procedure can be modified to optimize both output and spot shape without compromise to system output margins. Test engineering personnel are currently in the process of updating the process. The same process and criteria will be employed by field service for optimizing machine spot shape during installation or for correcting spot-shape (with customer permission) on machines already clinical. A product notification letter was sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806 ((B)(4)). No additional follow-up to this MDR is expected.